Event description:
It was reported that a patient's right ventricular lead was not capturing. The patient underwent surgery to cap and replace their lead on (B)(6) 2022. They were stable throughout the procedure.